Event description:
A tandem mobi cartridge alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the alarm and instructed the customer to remove the cartridge, deliver a bolus, and reload the cartridge. The bolus completed successfully, and the customer was able to reload the original cartridge and resume insulin therapy, resolving the issue.